Event description:
It was reported that approximately two hours into an atrial flutter ablation it was determined that the patient had suffered a pericardial effusion. Pericardiocentesis was attempted but not successful. The patient was admitted to critical care. The patient had bradycardia before the ablation procedure and was called in the next day again for the implantation of a pacemaker. This was unrelated to the ablation procedure.

Manufacturer narrative:
(B)(4). The physician stated that there was no indication of any malfunction of bwi equipment during this procedure concomitant biosense webster products used during the procedure: carto xp system, model no.: m-4700-01, (B)(4); cool flow pump, model no.: m-5491-02, (B)(4); stockert 70 system, model no.: m-5463-01, (B)(4). It was reported that a patient suffered a pericardial effusion during a atrial flutter ablation when the reported catheter was in use. The catheter was tested and passed visual, electrical, temperature bath, generator, deflection and patency/flow tests. Complaint cannot be confirmed and the root cause of the reported event could not be determined. However, it does not appear to be manufacturing related as the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.